Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the peritonitis was manifested by abdominal pain. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. It was not reported if the patient was recovered from the event. It was unknown if pd therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced peritonitis towards the end of (B)(6). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).